Event description:
It was reported by the customer that they are returning their unit for svc. The rotation knob on the back of the sthc1 is very very loose. Have tried to tighten but still very loose. No further info is available. There was no reported pt consequence.